Event description:
While putting resident to bed from shower chair-shaver chair broke and resident fell shower chair was extra large chair with capacity of 400 lb. Chair broke in several spots at joints where put together. There is no company name or model numbers on chair to identify MFR. No injury.